Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6)-2005: the patient presented with preoperative diagnoses of l5-s1 herniated disc, central and right, recurrent with s1 root impingement. The patient underwent a microendoscopic right l5 laminotomy, l5-s1 foraminotomy, and excision of recurrent disc herniation l5-s1. No patient complications were noted. (B)(6)-2005: the patient underwent x-rays of the cervical spine. The vertebral bodies are normal in height with normal alignment. There is narrowing of intervertebral disc space at c5-6 consistent with degenerative disc disease. There is no fracture or subluxation seen. There is no foraminal narrowing noted. (B)(6)-2006: the patient presented with pain following a fall. The pain radiates from the buttocks to the calf. The patient also reports numbness. The patient also reports shoulder pain. (B)(6)-2006: the patient presented with presented with right l5-s1 disc herniation, recurrent with right s1 nerve root impingement. The patient underwent a microendoscopic right l5-s1 discectomy. No patient complications were noted. (B)(6)-2006: the patient presented with preoperative diagnoses of recurrent l5-s1 disc herniation with s1 root impingement. The patient underwent a micorendoscopic discectomy, right l5-s1; foraminotomy, right l5-s1. No patient complications were noted. (B)(6)-2007: the patient underwent x-rays of the lumbar spine, pelvis, and right hip due to lumbar radiculopathy and right hip bursitis. Impression: no acute fracture or mal-alignment in the lumbar spine or right hip and no lumbar spine instability on flexion or extension. Partially lumbarized s1 vertebral body and mild degenerative disc disease at l5-s1 level. Office visit impression: right sacroiliitis versus trochanteric bursitis. (B)(6)-2007: the patient underwent MRI of the lumbar spine without contrast due to back pain and right buttock pain. Impression: status post right laminectomy l5-s1, with suspected recurrent right posterolateral disc protrusion. The patient also underwent MRI of the right hip and pelvis. Impression: no evidence of avascular necrosis, stress fracture, or trochanteric bursitis on this exam. Functional right ovarian cyst noted. No other abnormality seen. (B)(6)-2007: the patient presented with right s1 radiculopathy and left foot drop. The patient underwent a lumbar omnipque myolography. The patient then underwent a CT scan of the lumbosacral spine. Impression: mild herniation of the l5-s1 disc into the right lateral recess with impingement on the right s1 nerve root. (B)(6)-2007: the patient underwent emg nerve conduction study. Impression: sensory and motor conduction evaluation of the lower extr emities with attention in regard to the left lower extremity (the extremity with the recent onset foot drop) was found to be within normal limits. Specifically there was no evidence of delay or reduction in conduction velocity across the left proximal fibular head. (B)(6)-2007: the patient underwent CT of the chest. Conclusion: patchy left lower lobe densities, consistent with pneumonia. The patient also underwent MRI of the lumbar spine. Impression: no definite disc infection at l4-5. There is some hyperintense t2 signal adjacent margins of the vertebral bodies which could be related to degenerative reactive change. Soft tissue density extending into the right lateral recess at l4-5 either representing scar tissue or recurrent disc herniation. (B)(6)-2007 : the patient presented with preoperative diagnoses l5-s1 disc herniation, right, recurrent, with s1 root impingement with right leg radiculopathy. The patient underwent the following procedures: right l5-s1 facetectomy and excision of recurrent l5-s1 disc herniation; l5-s1 posterior lumbar interbody fusion with 9-mm peek cage, local autogenous bone graft and rhbmp-2/acs; l5-s1 posterior fusion with local autogenous bone graft, mixed bone allograft and rhbmp-2/acs; l5-s1 pedicle screw and rod instrumentation with segmental compression. Per the op notes, the 9-mm peek cage was filled with rhbmp-2/acs and local autogenous bone graft, and inserted into the l5-s1 interspace on the right. It was placed into the anterior one-third of the disc space, as confirmed by fluoroscopy. Decortication was carried out over the facet joint and transverse process on the left and l5-s1 and the lamina of l5-s1. Decortication was carried over the transverse process and sacral wing on the right at s1. Rhbmp-2/acs was then mixed with bone allograft and placed over the decorticated surfaces from l5-s1 bilaterally. No patient complications were noted. (B)(6)-2007: the patient underwent a bilateral duplex ultrasound of the leg veins. Findings: valsalva maneuver while studying the common femoral vein indicates indirectly patency of the iliac vessels and inferior vena cava. (B)(6)-2007: the patient underwent x-rays of the lumbar spine due to low back pain. Impression: status post l5-s1 fusion. (B)(6)-2007: the patient underwent MRI of the lumbar spine due to leg weakness. Findings: at l5-s1, there is fluid in the disc space posterolaterally on the right, less hypertense on t2 weighted sequence as compared to prior study suggesting resorption or granulation beginning. There is bulging annulus at l5-s1. (B)(6)-2007: the patient underwent x-rays of the hip due to right hip bursitis. Impression: unremarkable hip study. (B)(6)-2007: the patient underwent x-rays of the lumbosacral spine. Findings: the l5-s1 fusion is noted with interpedicular screws and rods. Inter-disc cage seen between l5 and s1. Alignment and positioning are good. The screws appear to be in good position. The remainder of the lumbar spine is unremarkable. (B)(6)-2007: the patient underwent x-rays of the lumbar spine. Impression: unremarkable study. Alignment is good and no evidence of loosening. (B)(6)-2007 : the patient underwent MRI of the lumbar spine due to low back pain and right buttock pain. Findings: there are bilateral pedicle screws with fixation at l5-s1. There is intervertebral bone graft seen. There is no evidence of recurrent disc herniation or canal compromise. There is mild bulging of the annulus l5-s1. (B)(6)-2008 : the patient underwent MRI of the lumbar spine. Findings: stable postoperative changes at l5-s1 with stable far right lateral disc protrusion and end plate osteophytes at this level resulting in some mass effect upon the right l5 nerve root in its foramen. The patient also underwent MRI of the left shoulder. Impression: tendinosis/ partial undersurface and intrasubstance tear of the supraspinatus tendon. (B)(6)-2008 : the patient underwent MRI of the lumbar spine due to worsening lower back pain and paresthesia. Impression: stable pos toperative changes at l5-s1, with far right lateral disc protrusion and end plate osteophytes, resulting in mass effect upon the right l5 nerve root in its foramen. An additional very mild mass effect upon the left s1 nerve root may also be present due to protrusion of l5-s1disc. (B)(6)-2008: the patient presented with back pain following a fall. The patient reports radiation of pain down right leg. Assessment: lumbago. (B)(6)-2009: the patient presented with buttock pain. (B)(6)-2009: the patient presented with low back pain. The patient's oxycodone tapered to 45 tabs. (B)(6)-2010 : the patient underwent MRI of the lumbar spine. Findings: stable vertebral endplate osteophytes moderately narrowing the right neural foramen and exerting mass effect upon the l5 nerve root within it, as well as a stable small posterior disc herniation at this level without significant nerve root compromise; small uterine fibroids. (B)(6)-2010 : the patient presented with back pain that radiates to legs and the right lower foot is constantly numb. (B)(6)-2010: the patient underwent pelvic and transvaginal ultrasounds. Impression: there is a 3.7 cm simple left ovarian cyst from which follow-up examination in 6-10 weeks to evaluate for resolution is recommended. (B)(6)-2011: the patient presented with back and shoulder pain. The pain radiates down right leg to knee at times. (B)(6)-2011: the patient presented with lower back pain radiating posteriorly to the left calf. The patient reports numbness and tingling in the legs. (B)(6)-2011: the patient underwent MRI of the lumbar spine due to lower back pain. Impression: stable postoperative changes at l5-s1 with stable vertebral endplate osteophytes moderately narrowing the right neural foramen and exerting mass effect upon the l5 nerve root within it, as well as a stable posterior disk herniation at this level without significant nerve root compromise; small uterine fibroids. (B)(6)-2011: the patient presented with lower back pain. Tramadol was refilled. (B)(6)-2012: the patient presented with back pain, chest pain, shoulder pain. The patient reports pain that radiates down the left leg. (B)(6)-2012: the patient presented with back pain. The patient had an incident where she fell down the stairs. She states she cannot lift her left leg. Assessment: low back pain radiating to both legs. (B)(6)-2012: the patient underwent MRI of the lumbar spine. Findings: right foraminal narrowing due to osteophyte. (B)(6)-2012: the patient underwent x-rays of the cervical, thoracic, and lumbar spine. Cervical impression: no evidence of fracture, degenerative changes from c5-7. Thoracic impression: no fracture, a mild demineralization. Lumbar impression: bilateral pedicle screws and posterior rods at l5-s1 with a disc implant, no fracture, mal-alignment or loosening. (B)(6)-2012: the patient presented with pain, and loss of muscles. (B)(6)-2012: the patient underwent a pelvic and transvaginal ultrasound due to dysmenorrhea. Impression: fibroid uterus, it may be displacing the endometrium slightly. Small complex cyst left ovary. The patient also underwent ultrasound of the abdomen. Impression: slightly prominent common bile duct, examine otherwise unremarkable. (B)(6)-2013: the patient presented with back pain. Examination of the lumbar spine found decreased range of motion as well as muscle spasms. (B)(6)-2013: the patient presented with back, leg and feet pain as well as numbness. Assessment: lumbago; thoracic/ lumbosacral neuritis; postlaminectomy syndrome; reflex sympathetic dyst leg. (B)(6)-2013/(B)(6)-2013/(B)(6)-2013/(B)(6)-2013: the patient presented with chronic back, leg, knees, ankles and feet pain. Examination found decreased range of motion and muscle spasms in the lumbar spine. Assessment: lumbago; thoracic/ lumbosacral neuritis; postlaminectomy syndrome; reflex sympathetic dyst leg. (B)(6)-2013: the patient underwent x-rays of the chest. Impression: interval development of lubular opacities in the lingula which, in the appropriate clinical setting, may represent airspace disease/ pneumonia. (B)(6)-2013/(B)(6)-2013: the patient presented with back, leg pain, and fibromyalgia. The patient has decreased range of motion and spasms in the lumbar spine. (B)(6)-2013: the patient underwent x-rays of the sacrum and coccyx. Impression: no significant abnormalities. (B)(6)-2013: the patient underwent a right sacroiliac transforaminal selective nerve root block. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.